Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2012. The original surgery was dated (B)(6) 2004. The revision surgery was performed due to joint pain, cup loosening, and possible infection. During the revision surgery it was found that there was a fracture in the hip stem as well as an acetabular defect and osteomyelitis in the femur and ilium. The surgeon performed a total hip revision surgery by replacing the original omni hip stem, neck and femoral head with non-omni product. The original cup and liner were not omni products.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identify, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.